Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom 'under delivered ' could not be confirmed during evaluation due to a constant clean load point #2 alarm which prevented the device from running a loaded set. The device cannot be tested without repairs which would alter the "as received state" of the pump. The device will go through the rework processor for flow accuracy delivery to ensure proper delivery before returning to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "under delivered 500 ml, pump was completed at 250 ml". There was no patient involvement. No additional information is available.